Event description:
The hcp reported, that at the pt's refill today, a motor stall message occurred. The hcp checked the logs and found that a stall occurred and had not recovered. The hcp reports that the pt had undergone an MRI within the past two weeks. The pt has been experiencing flu-like symptoms lasting several days within the past two weeks. The hcp stated, they would refill the pump and start the pt on a lower dose. The pt's pump contained morphine 25 mg/ml. Additional information has been requested from the hcp but was not available as of the date of this report. A follow-up report will be sent if additional information becomes available.